Event description:
During left common iliac stent deployment, pt rs had a 6fr guide at the origin of the left common iliac. The common iliac was heavily calcified with a diffuse 80% lesion and prior left external iliac stent which is patent. He also had a total occlusion of his left proximal sfa (also heavily calcified) for which pta/stenting was performed successfully using a 5mm balloon and a 6mm/100mm nitinol stent. A stent was deployed using a medtronic 9x80mm nitinol stent, (over a 0.035 wire) in the left common iliac. Following complete stent deployment (verified on fluoroscopy), and on attempting to remove the stent delivery system, a "pop" was heard and on fluoroscopy, a small marker of the delivery system was noted which was mobile. We attempted ballooning this fragment in order to trap it and continue mobility was noted. The balloon was then inflated at 1-2 atm in an attempt to drag the fragment in the guide. A snare device was used, but could not cross the proximal edge of the previously deployed stent. We then selected a 10/40mm nitinol stent and deployed this over the fragment to trap it. No further movement of the fragment was noted. The pt remained clinically stable. Family and pt were appraised. So, in summary, the internal shaft of the medtronic complete se vascular stent separated and left a very small tip in the pt which had a marker band on it.